Manufacturer narrative:
No product was returned by the patient for evaluation, thus no evaluation was performed. No conclusion can be drawn.

Event description:
Reporter stated that the insulin counter of the patient's device is incorrect and the patient experienced high blood glucose. Patient self-treated high blood glucose by delivering insulin via injection. Patient will temporarily switch to insulin injections as a back-up insulin delivery method.